Event description:
It was reported that the patient presented to the hospital for right ventricular (rv) lead revision. An x-ray was performed revealing that the rv lead had dislodged. No electrical anomalies were seen. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable throughout the procedure.